Event description:
It was reported to philips that a system monitor was defective, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.